Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The patient suffered a perforated rica during the intervention (tcar), after the stent was placed. The surgical team repaired the perforation with a prolene stitch. The patient woke up and was able to respond to verbal commands. The physicians believe that the 0.014" guide wire caused the perforation.

Event description:
The patient suffered a perforated rica during the intervention (tcar), after the stent was placed. The surgical team repaired the perforation with a prolene stitch. The patient woke up and was able to respond to verbal commands. The physicians believe that the 0.014" guide wire caused the perforation.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.